Event description:
A health care professional called in and stated urine was remaining in the tubing which was not facilitating the drainage of the bladder. The reporter states the double lumen was not working properly.

Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. An investigation was conducted on the complaint information provided. The return product was not available at the time of the investigation. The device history was reviewed and no deviations were found in the manufacturing of the order. The probable root cause(s) for the stop flow issue include the urine meter not being installed below the bladder level, the tube hanging in loops or the midpoint of the tube hanging below the level of the urine meter (the tube can be raised and lowered from the midpoint several times for better flow). Based on the information received, a root cause for the reported complaint issue could not be determined. No corrective action is required at this time. Complaints of this nature will be monitored and tracked through trending. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. A return sample for evaluation is not expected.